Event description:
It was reported that the pt did not have therapeutic effect for one year. The pt then turned the stimulation off. No further details, pt symptoms or outcome were provided at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).